Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced an epidural hematoma following an implant procedure on (B)(6) 2024. Patient was brought back into the operating room wherein the hematoma and lead were removed to address the issue.